Event description:
I'v been suffering ever since charite disc was installed. My dr promised me 85% success rate. Promised that with the new artificial disc I would be back to work and playing golf in 2 months. "He promised me the world". Immediately after surgery, my dr stated that my surgery was a complete failure. Disc had collapsed/subsided into my upper vertebrae. I am in far more pain, more weakness and numbness than ever before!